Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 27mm aortic valve was explanted after one year, seven months due to unknown reasons. A 27mm valve was implanted in replacement.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections b5, b7, and f10. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis after 60 days is not related to the sterilization or packaging process of the device. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 27mm aortic valve was explanted after one year, seven months due to endocarditis and vegetation. A 27mm valve was implanted in replacement. The patient was transferred to the cardiothoracic intensive care unit on inotropic support and with mechanical ventilation, in critical but stable condition. The patient was discharged on pod #8. Per medical records, the patient developed recurrent e faecalis bacteremia and possible endocarditis. Intraoperative tee revealed a normally functioning aortic bioprosthesis. On the under surface of the left coronary cusp leaflet, there was a mass that appeared to be somewhat thickening of the aortic valve leaflet. On direct inspection, there was a mass measuring approximately 3-4 mm attached to the undersurface of the left coronary cusps and some punctate exudative material on the undersurface of the aortic valve. The 27mm valve was explanted and replaced with another 27mm valve. There were no intra-operative complications. The patient was transferred to the cardiothoracic intensive care unit on inotropic support and with mechanical ventilation, in critical but stable condition. The patient was discharged on pod #8.